Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultralink meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2017. At this time the patient obtained a blood glucose result which was ¿100mg/dl¿ higher than their feelings. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages their diabetes with insulin pump therapy and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that they required healthcare professional treatment in the emergency room at an unspecified time on (B)(6) 2017. Specific details around this treatment were not provided. At the time of troubleshooting the csr noted the patient was unable or unwilling to walk through a control solution test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.